Manufacturer narrative:
(H3, h6): manufacturing representative went to the site to test the system. Door would not move; system will not dock. Site aligned rotor and door. System then responded to an invalidate home. Once completed the system performed as intended. Returning to customer as working. Codes b01, c07, d02 are applicable. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000192, medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an imaging system being used outside procedure. It was reported that the gantry door was unable to open or close. There was no patient involved.